Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case.

Event description:
On october 23rd, the user contacted dario to report high blood glucose (bg) readings. Due to the high readings, the user went to her endocrinologist, who told the user that "she is fine." Following the visit to the endocrinologist, the user purchased a new meter, and received bg readings in the range of 74 mg/dl to 104 mg/dl, which the user reported is normal for her. The user reported that the bg readings with the dario meter are almost always above 100 mg/dl.